Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reportedly had 3 instances of meningitis with csf gusher. Further proceedings are currently unknown.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from re-current post-operative meningitis and was explanted after the third episode. Reportedly the recipient also suffered from cerebrospinal leakage from the nose. Despite requested no further information has been received. This is a final report.

Event description:
The user reportedly had 3 instances of meningitis with csf gusher from the nose. The device was explanted.